Event description:
It was reported that patient's infusion set was fell of during use on (B)(6) 2026. The infusion set was in use for one day. The patient reported high blood glucose levels and it was treated with correction bolus via pump.

Manufacturer narrative:
Initial 1 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.